Manufacturer narrative:
Pump's platen door was replaced to resolve the issue.

Event description:
Investigation found the platen door bent due to impact causing it to not close and unable to perform tests.